Manufacturer narrative:
Case imaging was returned to gore for evaluation. The evaluation is currently in progress.

Event description:
It was reported the physician implanted a 30 mm gore® cardioform septal occluder on(B)(6) 2019 to close a patent foramen ovale. On (B)(6) 2019, the patient presented with a fever and thrombus formation was detected on the right atrial disc of the occluder. The patient was diagnosed with thrombophilia and was prescribed pradaxa and clopidogrel. The thrombus is stable.

Manufacturer narrative:
One echocardiography still image was received for review. A gore® cardioform septal occluder is visualized fully deployed on the atrial septum. The device appears to be in a satisfactory position, however without additional imaging this cannot be confirmed. There appears to be an unidentified object attached to the right atrial disc. This object is protruding into the right atrium. From the imaging provided the appearance of the object is consistent with that of a thrombus. The gore® cardioform septal occluder instructions for use list thrombosis as a potential device or procedure-related adverse event.